Manufacturer narrative:
Date sent to FDA: 2/12/2018. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. He had a recurrent hernia surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. He had a mesh removal surgery on (B)(6) 2014 by dr (B)(6). It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following the procedure the patient experienced recurrent infection and abscess. It was reported that the patient underwent a procedure on (B)(6) 2014 remove previous mesh due to recurrent hernia. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/3/2019.